Event description:
Healthcare provider reported right side exchange due to concern with the product and that right side "had been deflated for awhile". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported right side exchange due to concern with the product and that right side "had been deflated for awhile". The device has been explanted.

Event description:
Healthcare provider reported right side exchange due to concern with the product and that right side "had been deflated for awhile". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b.